Manufacturer narrative:
Zoll has not received the catheter in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
Biomed reported that the solex catheter (lot unknown) was leaking, and the patient received +500 ml of nacl in the bloodstream from the cooling system. Per the customer the saline bag was found to be emptied. The thermogard xp ivtm system displayed an air trap alarm. The catheter was smoothly placed into the right internal jugular vein of a 50-year-old 128kg male patient on the first attempt by an experienced inserting practitioner. A leak check was performed per the IFU. The dwell time was 24 hours. Ivtm therapy was ended. The error message on the console was cleared and the console is back in service. The catheter was replaced with a central vein catheter (cvk). There was no impact to the patient due to the leak.

Manufacturer narrative:
B5 (describe event or problem) and d4 (additional device information) were updated with based on addtional information from customer. H6 (adverse event problem) (medical device problem code (a)) was corrected. The reported complaint that the solex catheter (lot 197459) was leaking was confirmed during functional testing. A water emission, leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Blood residue was observed on the balloons. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission, leak was observed from the proximal luer port and at the proximal infusion lumen opening during the lumen crosstalk test, confirming the reported complaint. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex catheter with lot number 197459.

Event description:
Biomed reported that the solex catheter (lot 197459) was leaking, and the patient received +500 ml of nacl in the bloodstream from the cooling system. Per the customer the 500 ml saline bag was found to be emptied. The thermogard xp ivtm system displayed an air trap alarm. The catheter was smoothly placed into the right internal jugular vein of a 50-year-old 128kg male patient on the first attempt by an experienced inserting practitioner. A leak check was performed per the IFU. The dwell time was 24 hours. Ivtm therapy was ended. The error message on the console was cleared and the console is back in service. The catheter was replaced with a central vein catheter (cvk). There was no impact to the patient due to the leak.